Event description:
The customer contact reported a death while the device was in use. On (B)(6) 2011, at an unspecified time, the device was programmed for bolus only delivery of morphine 2mg/ml, with a 1mg bolus dose, a 5 minute pt lockout, no dose limit was selected, a 100ml container size, and the delivery was started. On (B)(6) 2011 at an unspecified time, the customer contact reported the pt complained of increased pain. At that time, the device was reprogrammed to deliver a 1.5mg bolus dose, with a 5 minute pt lockout. On (B)(6) 2011 at 0715, it was reported the pt was found unresponsive. At that time, a code was called. It was reported that cardio pulmonary resuscitation was initiated and the pt was treated with an unspecified emergency treatment. After an unspecified length of time, it was reported the pt was transferred the itu (intensive telemetry unit) and was treated with sedation and mechanical ventilation. The device was removed from clinical service. On (B)(6) 2011 at an unspecified time, the customer contact reported life support was removed and the pt expired. The cause of death was unspecified. Though requested, no additional information was provided.

Manufacturer narrative:
The device history was downloaded at the service center. A review of the device history indicated on (B)(6) 2011 at 1241, the device was programmed for bolus only delivery in mg, concentration 2mg/dl, with a 1mg bolus dose, a 5 minute bolus lockout, no dose limit selected, a 200mg container size, and the delivery was started. Between 1301 and 1320, there were three 2mg loading doses programmed and delivered, two 1mg pt initiated deliveries, and 2 unmet pt demands. Between 1323 and 2329, forty 1mg pt initiated deliveries and 63 unmet demands. A date stamp of (B)(6) 2011 occurred. Between 0140 and 0643, there were thirteen 1mg pt initiated deliveries and 31 unmet pt demands. Between 0656 and 0726, a low battery alarm occurred 3 times and was silenced twice, 1 power loss alarm occurred, the device was powered on twice, 3 pt initiated deliveries occurred, there was 1 unmet pt demand, a start alarm occurred twice, the delivery was started twice and stopped. Between 0727 and 1158, there was twenty-five unmet pt demands. Between 1205 and 1207, the delivery was stopped, a bolus dose of 1.5mg was programmed and the delivery was started. Between 1208 and 2341, there was fifty-one 1.5mg pt initiated deliveries and 146 unmet pt demands. A new date stamp of (B)(6) 2011 occurred. At 0002, on 1.5mg pt initiated delivery occurred. At 0731, the delivery was stopped and the device was powered off. A review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.